Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc determined that the customer performed an ion selective electrode line wash and was experiencing low sodium results. The hsc instructed the customer to perform a buffer prime and to recalibrate the system. The cause of the discordant sodium results is unknown. The customer successfully ran quality controls. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same system. The corrected na results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant na results.